Event description:
It was reported that during an unknown procedure that the unit errored 119 and that the bovie used from a total joint pack was shooting flames. Biomed is in possession of the bovie pencil. Unknown as to how the procedure was completed. No adverse consequences were reported. Warranty repair.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st month of year that event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: there was a power surge was in the facility that day. The power surge was in the main or. The bovie pencil was shooting out fire. The bovie pencil was a valleylab pencil. The account did not want to pull the pads and use sticky pads. Next steps sending an ethicon personal to go to the facility in person. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2021.

Manufacturer narrative:
(B)(4). Date sent: 12/7/2021. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported shooting flames. Power issue. No further investigation will be conducted on this complaint. Per service manual operational and diagnostic analysis confirms the error code 119 in the event log but the error code was not duplicated through functional testing. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.